Manufacturer narrative:
Product complaint # (B)(4). This device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Anamnestically between 2011 and 2019, patient had no hip pain or movement restrictions. No fall or other trauma. Symptoms suddenly occurred about 2 weeks before surgery on (B)(6) 2019. Patient experienced pain in the area of the left groin. Subsequently, physiotherapy, also until august there was no special preliminary comiciences and no trauma. At the beginning of august, patient suddenly noticed a grinding and pain in the area of the hip endoprosthesis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Removed clinical code joint injury.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Repeated inlay dislocation with inserted cementless hip-tep on the left side (inlay and head change on (B)(6) 2019 because of inlay dislocation, primary implantation of hip tep 2011. Doi: 2011. Dor: (B)(6) 2019. Left hip.